Event description:
Vent started alarming stating "system error" when no staff or visitors were in room. Patient manually resuscitated via ambu bag. Ventilator assessed in an attempt to resolve. Unable to resolve issue. Vent to clinical engineering and patient placed on a different vent.